Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that there were fast non-sustained ventricular tachycardia episodes and increased short interval counts observed in the right ventricular lead. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead warning alerts which occurred on (B)(6) 2013 (rv pace) and (B)(6) 2012, (svc). The device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was further noted that there was (B)(4) sic which occurred since (B)(6) 2013 and 37 nonsustained tachycardia (nst) episodes of less than 220 ms v-v cycle were recorded between (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.